Manufacturer narrative:
One medfusion pump was received in good physical condition with no appearance of physical damage. The event history log was reviewed and there was a primary audible alarm post error. The power up process was conducted and the reported issue was unable to be duplicated. The cause of the intermittent error was unable to be determined since there was no physical or any other damage found on the interconnect board or speaker. The speaker was replaced as a preventative measure.

Event description:
Information was received indicating that a smiths medical medfusion pump had a primary audible alarm. There was no patient involvement.